Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 2017-mar-08. The correct event date should be (B)(6) 2017. There were no further complications reported.

Event description:
Information was received regarding a patient receiving morphine and bupivacaine at an unknown concentration and dosage via intrathecal drug delivery pump for spinal pain. It was reported that the pump was alarming or beeping. Their fill date was supposed to be on (B)(6) 2017 but they didn't have a physician to fill the pump. As of (B)(6) 2017, there were no reported symptoms. It was later reported that the patient had moved to a new state, and her refill date was up on (B)(6) 2017. Since she had moved, the patient had called the device manufacturer several times regarding locator listings, and her previous healthcare provider (hcp) had sent many referrals. All of the places the patient called no longer filled the pump. According to the patient, there was no one within 100 miles of their new residence who would take care of the pump. It was noted that all of the patient¿s alarms were sounding in her pump. The first alarm started two weeks ago (from (B)(6) 2017), and then the critical alarm sounding alarm started a week or so ago (from (B)(6) 2017). The patient was currently going through withdrawals. The patient experienced symptoms of nausea, diarrhea, sickness, and return of pain symptoms. The patient was very sick and did not know how much more she could ¿literally take.¿ on (B)(6) 2017, the patient finally got into a primary care physician (pcp) who also tried to call the physicians on the locator list that the patient brought. The pcp was told that the patient needed to call the device manufacturer. The pcp wrote a prescription, but it could not be refilled. The patient had to go back to the pcp¿s office so they could rewrite the prescription. The patient had been out of pain medications for two weeks now. It was noted that the patient had not called her insurer and or any home infusion options to see if there were other solutions. The patient had not called any hcps further than 100 miles out. The patient wanted a locator list sent to her pcp. A manufacturing representative was faxed over the locator listing attachment plus additional information. The manufacturing representatives reviewed two options to try that weren¿t on the locator listing. There were only 2 providers in the patient¿s area that they had already tried.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.